Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the mid part of the stent was lifted. The procedure was completed with a 3.0x16 synergy stent and no patient complications were reported.